Event description:
The customer reported filament regulator errors. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament driver was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.